Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01183. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 26 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. Although the evaluation of the submitted log files confirmed the report of low flow alarms, a specific cause for these events could not be conclusively determined through this evaluation. In addition, a direct correlation between the device and the reported events could not be conclusively established. The submitted log files captured low flow hazard alarms. In addition, one low flow hazard alarm was observed on (B)(6) 2018; however, the exact duration of this alarm could not be conclusively established through this evaluation. These alarms were associated with the calculated flow decreasing below the low flow threshold of 2.5 lpm, reaching values as low as 2.0 lpm. Despite the observed alarms, the pump appeared to have functioned as intended throughout the duration of the submitted data. The heartmate 3 lvas instructions for use explains all system alarms, including the low flow hazard alarm, and the recommended actions associated with them. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. This IFU also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including rvad placement. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The heartmate 3 lvas patient handbook instructs the patient that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that low flow alarms were observed. The patient complained of chest pain that was treated with norco. The patient was subsequently discharged. On (B)(6) 2018, low flow alarms. The patient experienced associated back pain and nausea and vomiting. It was reported that the etiology of the low flow alarms was a combination of a small left ventricular cavity and severe right ventricular dysfunction. On (B)(6) 2018, it was reported that echocardiogram showed aortic valve opening with every beat, moderate right ventricular dysfunction, and fluid overload. Right heart catheterization showed moderate pulmonary hypertension and low cardiac index. It was reported that the low flow events were thought to be due to a combination of both inflow cannula size and left ventricular end-diastolic dimension (lvedd). The low flows were treated by artificially making the hematocrit 20% on the system controller and uptitrating the milrinone home infusion to 0.375 mcg/kg/min. No additional information was provided.